Manufacturer narrative:
Report provided from the service provider indicated the end-user was at a top of stairwell and they had attempted to turn the m3 around in a narrow area. It was described that one of the rear caster wheels dropped off the edge of the stair step, which caused the w/c to lose upright stability and topple down the stairs with the end-user. End-user reported they sustained a large gash to their leg requiring stiches. Dealer nor end-user made any claims or allegations that the device malfunctioned in any way to have contributed to this event. All information provided indicates that this event was related to inadvertent use-error in not knowing the proximity of the device to the edge of the stairway. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Report received claiming as the end-user was turning their m3 power wheelchair around in hall, next to some stairs, one of the back wheels dropped off the edge and the end-user and device fell down the stairs resulting in an injury requiring medical intervention.